Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of tissue injury, mitral regurgitation (mr) and embolism are listed in the instructions for use as known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported expulsion (complete clip detachment). The reported unspecified tissue injury, mr and embolism appear to be due to the procedural conditions of the clip expulsion. The reported hospitalization, removal of foreign body in patient, unexpected medical intervention and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the leaflet tear. It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat grade 4 mixed mitral regurgitation (mr). One clip was implanted without issue, reducing mr to 1. On (B)(6) 2021, during the 30-day follow up visit, echocardiogram was performed. Mr increased to 4 and the clip was no longer attached to the leaflets. The clip embolized in the distal aorta at the bifurcation of the iliac. A posterior leaflet tear was observed. On (B)(6) 2021, the clip was snared. Mitral valve replacement was performed on (B)(6) 2021. No additional information was provided.